Event description:
Event desc: a baby gram was done which revealed an indwelling silastic nasogastric tube had broken with approx 2cm separated from the remainder of tubing. The nasogastric tube was removed without difficulty with 2cm end portion (bolus) not attached. The separated end had to be surgically retrieved. The patient has since been discharged home with parents.

Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from similar products have been tested in order to duplicate a similar break. More than 5 lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.